Event description:
A report was received that during a trial procedure the patient experienced pain whether the stimulation was on or off. It was believed that pain was procedure related and not device related. The patient had an early lead pull.